Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they changed sensor and infusion site today. Everything was ok until my blood glucose went up to 400mg/dl and changed set. It then said blood glucose required and it wouldn't accept it. Current blood glucose was 312mg/dl. Last blood glucose value entered and time of entry was 312mg/dl. The customer was advised to monitor pump and call back as needed. The customer declined to troubleshoot for high blood glucose. The pump will not be returned for analysis.